Event description:
It was reported that the camera head had no image, additionally, it was reported that the image was difficult to see. The event was found during preparation for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image, additionally, it was reported that the image was difficult to see. The event was found during preparation for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to the following field(s): h3 & h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following malfunctions were identified during the device evaluation: scratches on charged coupled device lens. Based on the results of the investigation, it was due to a bad burn worn out video connector. The most probable cause of the reported issue is caused trace by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.